Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing sporadic stimulation after a non-device related car accident. It was suspected that the leads were damaged in the accident.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing sporadic stimulation after a non-device related car accident. It was suspected that the leads were damaged in the accident.

Manufacturer narrative:
Additional information was received that since the accident last february, the device has not been working correctly.

Event description:
A report was received that the patient was experiencing sporadic stimulation after a non-device related car accident. It was suspected that the leads were damaged in the accident.